Manufacturer narrative:
Device is a combination product device evaluated by MFR.: synergy ous mr 2.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found the stent damaged with the distal stent strut bent and crossing over neighboring strut. Proximal stent strut lifted. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The proximal balloon cone showed slight inflation. The distal balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 18-jun-2020. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. Following pre-dilatation with a 2.0x15mm balloon, a 2.50x16mm synergy drug-eluting stent was advanced but was not able to the cross lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.